Manufacturer narrative:
E1/initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic procedure when attempting to perform clipping inside the body, the tip of the main body of the subject device broke off. The fallen part was retrieved, the device was replaced, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the coil sheath was broken about 55 mm from the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the failure occurred through the following mechanisms: 1) over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. The device was inserted into the endoscope at an angle against the biopsy valve. The device was withdrawn from the endoscope at an angle against the biopsy valve. The device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. During reprocessing, the insertion portion was tightly coiled and strongly rubbed. 2) due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.